Event description:
The customer reported that the insulin pump was damaged by a vehicle accident. Troubleshooting was performed. The customer stated that the back piece of the reservoir at the end cap sticker pops out, and when he pushes back into the place, the insulin squirted out at the end of the set. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a cracked reservoir tube.

Manufacturer narrative:
The pump was received with a cracked reservoir tube. However, the pump passed the displacement, rewind, basic occlusion and no loose drive support disk noted.